Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that his one touch ultra 2 meter was giving inaccurate high readings and error messages. The customer service agent (csa) discovered that the meter was exposed to the temperature outside the recommended range when it was giving higher readings and error messages. The medical affairs specialist spoke to the reporter on 4/1/2008 and verified the following info. Sometime during original month, the pt had received a reading of 185 mg/dl on the reported lfs meter. The pt's mother administered additional amount of novalog insulin based on that higher reading. The pt's mother was unable to recall the exact dose of insulin administered. About an hour after, the pt developed low blood sugar symptoms, such as sweatiness, feeling hot and weak. His mother treated him with some food and beverages and he felt better after that. The meter gave error message when the mother tried to test his blood sugar again. A control solution test was performed during troubleshooting and the result fell within the expected range. The csa also verified that correct techniques were used to test and to clean the puncture area, the meter was being read right side up. The sample was drawn from an approved source, and the unit of measurement was set correctly. Replacement products have been sent to the reporter. This complaint is being reported as an adverse event, as the pt's mother claimed of providing additional amount of insulin to her son based on the meter reading and later, the pt developed sweatiness, feeling hot and weak, symptoms, which can be associated with severe hypoglycemia.